Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The device had minor scratches on the lcd window, cracked reservoir tube lip, and cracked belt clip slot. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alerted low reservoir warning and when she attempted to clear it, the device alarmed button error. Customer's blood glucose was 170 mg/dl. Customer didn't recall any significant event which may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.